Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Caller reports that the unit will not power off as the unit is not detecting touches to the touch screen. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
B4: 15aug18. D4: (B)(4) updated UDI. G4: 18jun18. H11: follow up #1. Technical support advised customer to replace the touch screen. The reported problem was not confirmed. The unit was repaired and was in working condition for patient use. No additional patient information was provided by the customer. No parts were returned for failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H10. Technical support advised customer to replace the touchscreen. The power switch was replaced to resolve the reported problem. The unit was repaired and was in working condition for patient use. D4 - UDI number added h11. G1 - updated contact information.